Event description:
It was reported that the sagittal adjusting screw saddle detached from the screw head when the surgeon was reducing the rod. The screw was removed and replaced with no further complications. No pt complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for eval. Unable to determine cause of the event.